Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Hello, we have been contacted by mrs. (B)(6) regarding a problem encountered with a purchased product: (B)(6). This concerns the bd micro-fine ultra pro pen needle 4mm, reference 320562, lot 4010786, with an expiration date of january 31, 2029. Mrs. (B)(6) reported that the pen was blocked and that the needle was clogged, making it impossible to inject the product. This issue occurred twice in the same box. You can contact mrs. (B)(6) directly at (B)(6) for any further information. We look forward to hearing from you, and we remain, madam, sir, with our best regards.